Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) migrated into the scrotum. The aus is currently implanted, and the explant surgery is already scheduled. There is no additional information reported.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Updated evaluation conclusion codes h6.

Manufacturer narrative:
D4 unique identifier (UDI) for cuff: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established.

Event description:
It was reported that the balloon of this artificial urinary sphincter (aus) migrated into the scrotum. The aus is currently implanted, and the explant surgery is already scheduled. There is no additional information reported.